Event description:
It was reported that there was a diagnostic issue for the atrium. The atrium was reading atrial tachycardia (at) and atrial fibrillation (af) at 3.7 percent, but the atrial histogram was mostly on at greater than 180 beats per minute. It was noted that the patient had not been interrogated for three years. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.